Manufacturer narrative:
Concomitant medical products: product ID dtba1q1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an occasional atrial undersensing noted on stored electrocardiogram. Data on p wave trends says data is invalid and the current p wave was small. There was also high and variable threshold on the left ventricular (lv) lead. The device and leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the left ventricular (lv) lead was capped and replaced.